Event description:
On 4/12/2000, the MFR (MFR) received medwatch report# 013300-2000-0001 from the facility that states the following: the device catheter was inserted into the pt and reservoir was implanted in the subcutaneous pouch medial to the entrance to the left subclavian. When taken out of the pt, the device catheter was not intact. The distal part of the catheter remained in the pt fixed by thrombotic activity. A cardiac catheterization had to be performed for the intervention and removal of the remaining broken catheter. The report also states that the device is not available for eval. On 4/12/2000, the MFR's rep contacted the facility's risk manager regarding the report. The facility's risk manager confirmed that the device in question was not available to be returned to the MFR for analysis. No further details were provided.